Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The flow measurement board was replaced. Reference: (B)(4).

Event description:
On (B)(6) 2011, rotaflow console serial numbers (B)(4) with rotaflow drive serial number (B)(4) was in-use at national cerebral and cardiovascular center in (B)(6), when the rotaflow console displayed "---". The rotaflow console then displayed a "txrx" error when the cream was re-applied. The unit was swapped out. Complaint (B)(4) did not indicate there was patient impact. Reference: (B)(4).